Manufacturer narrative:
Troubleshooting of the device with the customer identified that the pads were expired (B)(6) 2023 and that the customer's failure to promptly address the red asi warnings reduced the battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions.

Event description:
The customer reported their AED is giving a display error of " battery replace now warning ". Customer indicated that the AED is alerting and flashing red. The AED maintenance details were not reported. The reported event did not occur during patient use.